Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) liquid crystal display (lcd) was broken at the lower display in the right lower area. It was noted that the epg had failed the ventricular output dial incoming test. The encoder assembly was damaged, and the main printed circuit board (pcb) had a cracked capacitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection the capacitor c277, liquid crystal display (lcd) and ventricular encoder were damaged. The lcd was assembled into a golden unit. Upon functional test ran on tester the device failed out due to out of specification lcd. It was powered on using batteries and removed batteries and rapid power loss observed. The main board was assembled into a golden unit. Upon functional test ran on tester the device passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) liquid crystal display (lcd) was broken. There was no patient involvement.

Manufacturer narrative:
Product analysis : further analysis determined that all found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.